Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that almost 3 months after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed. Moreover, 45 n.cm of primary stability was achieved, bone graft was placed, immediate load was performed, the patient presented insufficient bone quality/quantity (bone type IV) and occlusal overload has occurred.